Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the nurse saw a leak in the venous extension tube which is located at the junction of extension tubes and bifurcate. It was stated that the catheter was repaired by a new material from a kit with the same lot number to resolve the issue. The treatment was proceeded and completed. There was no blood loss, but only the solution was dropped into the dressing. Tego was not utilized and there was no luer adapter issue. They used octenisept as a cleaning agent for the device. There was no reported patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received led a photographic investigation of a device and the device. The photo depicts that the red and blue luer adapter, clamps and hub are in a small bag. There is blood visible in the extension tubes. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.